Manufacturer narrative:
The investigation determined that non-reproducible, higher and lower than expected vitros amon quality control results were obtained from a vitros control fluid using vitros amon slides on a vitros 5,1 fs chemistry system. The assignable cause of the event is most likely an instrument event related to micro slide incubator contamination. An ortho clinical diagnostics field engineer (ortho fe) performed an incubator decontamination procedure including cleaning/replacing the micro slide incubator evaporation caps and slots to return the instrument to expected operation. Following this activity, acceptable vitros amon performance was observed.

Event description:
A customer reported non-reproducible, higher and lower than expected amon results obtained on a quality control fluid processed using a vitros 5,1 chemistry system. (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer made no allegation that amon patient results were affected. There was no allegation of patient harm. (B)(4).